Manufacturer narrative:
H3: product analysis of ped-475-20, lot no:b675608 ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were opened and frayed. ¿ conclusion: based on the returned device, the pipeline flex was not confirmed to have failed to open at the distal end, as the distal and proximal ends of the braid were opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was minimal, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid and user deploying in a vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open at the distal end. The patient was undergoing a procedure to treat a left vertebral v4 artery segment unruptured saccular aneurysm. The aneurysm max diameter was 4.9mm and the neck diameter was 4mm. Vessel tortuosity was minimal. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). After delivery, the pi peline distal section did not open well. After the device was retrieved twice, it was suspected that the stent may be kinked or damaged so it was withdrawn and replaced with a smaller size to complete the procedure. There was no associated harm or injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the resistance was large, but it was in placed normally. The pipeline had been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline; specifically resheathing.